Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 82.5-82.8cm from the connector pin. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.